Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the electrodes. The area was described as itchy, red, and bumpy skin with a burning sensation and no open areas. The patient reported using an unknown cream, supplied by the hospital, to treat the irritation. The patient also stated that he was unaware that he could remove the lifevest to shower. During a follow-up, the patient indicated that the irritation had improved.